Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Mfg date: information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw of the device locked and would not open or close and the knife blade would not advance. A nurse attempted to clean it but it did not resolve the problem. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information received: jaw of enseal locked and would not open or close and knife blade would not advance after activation on thick tissue ¿ uterosacral ligament. Nurse attempted to clean it but it did not resolve the problem. Surgeon attempted to manipulate with closing handle and the jaws with his fingers. Did not occur or involve use on a vessel/artery, do damage or change in patient care required.

Manufacturer narrative:
(B)(4). Batch #m92082. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.